Event description:
It was reported that the insulin pump alarmed no delivery over night and the customer woke up with blood glucose readings of 500 mg/dl. Customer was treated with six units of insulin. It was noted that the insulin pump powered off without a warning. Customer also mentioned a failed battery test alarm. Customer's blood glucose reading at the time of the call was 91 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.